Event description:
It was reported that this right ventricular (rv) lead was partially surgically abandoned and explanted due to lead fracture which was discovered during generator change. A new lead with different model was implanted. No additional adverse patient effects were reported.